Manufacturer narrative:
Analysis of smiths medical cadd legacy 6400 pump malfunction revealed the outer aspect of device in good condition with scratches on screen. Alarm 1720 issue with back up capacitor,upon powering up the device. Device history log attempted to be downloaded but unsuccessful. Device was tested and passed all delivery test. Based on the evidence, the complaint was confirmed but the root cause is unknown.

Event description:
Information was received that smiths cadd legacy 6400 pump malfunction alarm 1720. No patient injury reported.

Event description:
Additional information received indicated that there was no patient involvement.